Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a patient with an external neurostimulator (ens). Patient (pt) called and stated that they were admitted to hospital with low grade fever and concern for infection at lead site. Leads were pulled and pt is being treated for local infection at lead site.

Event description:
The rep reported the trial was aborted, and patient was requesting a list of materials used for the trial leads, wens, and boot.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2023explanted: (B)(6) 2023. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) and a manufacturer representative (rep). They reported that they had a trial surgery and it got infected and they didn't schedule the removal soon enough. Patient developed a staph infection with sepsis, ended up in the hospital, and also developed contact dermatitis from the unit that was taped to their back. Pt called wondering what the materials are made of. Patient is suspicious of an allergy to a material used and is looking for specific information regarding the manufacturing process pt mentioned having the unit they used for the trial. Agent emailed specs. The patient was redirected to their healthcare provider to further address the issue. Informed the patient that they will check with the team in regards to give correct direction to patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.